Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the bur was not broken at the beginning of the surgery.

Manufacturer narrative:
H3:in analysis reported event was confirmed that the bur was stuck in the handpiece and noted that the base piece of the drill (bur) was in the magnum 5 (handpiece) collet; the motor was worn. Visually, the inner shaft was broken 0.58 inches from the distal end of the inner hub when returned. There was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. The hub bushing had traces of wear. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). G4: the product ID is unknown therefore could not enter the 510k number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dcr cutter is stuck and cannot be removed. No consequences or impact to patient. In analysis it was found that cutter was broken.